Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is there any indication that the needle tip may have fallen inside the patient? What tissue was being sutured when the needle tip broke? What is the size of the lost needle tip? Were x-rays taken to locate the needle piece(s)? Were there any patient consequences? What is the name of the procedure? Please provide the source or the name and title of the external person providing answers to follow-up questions (e.g., external person submitting answers to the sales rep or loc/bq).

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2025 and suture was used. During the procedure, approx 1mm snapped off the end of the needle whilst in use, unable to locate the needle tip. No adverse patient consequences were reported. Additional information was requested.